Manufacturer narrative:
The reported event that unknown_selzach_product (as reported: unknown variax screw) was alleged of issue ¿implant ¿ dislocated¿ could not be confirmed, since the device was not returned, and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the risk management file one of the probable causes could be: patient related (loading and weight bearing). Loading and weight bearing have to be individually reduced. Influence factors for the required load reduction are: the type of fracture or arthrodesis (e.g. Transverse fracture with sufficient bone support vs. Unstable comminuted fracture w/o sufficient bone contact), the localization of the fracture (e.g. Diaphysis vs. Metaphysis), the bone quality (e.g. Bone in younger patients vs. Osteoporotic bone). Depending on these individual influencing factors the attending physician has to determine the maximum loading and has to limit the weight bearing respectively. If the product is returned or any additional information is provided, the investigation will be reassessed. Device is not available; device remains implanted in patient.

Event description:
It was reported: after the operation, the locking screw mechanism collapsed, and the plate came off as the screw came out.